Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced undefined low blood glucose (bg) levels due to the pump settings needing adjustment. Customer consumed carbohydrates to treat the low bg levels. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.